Event description:
It was reported by the customer that the coulter lh 500 hematology analyzer failed to flag two pt samples for nucleated red blood cells (nrbc's) present in the samples. In addition, the same two pt samples were run on the coulter lh 780 hematology analyzer and generated erroneous nrbc results. No erroneous results were reported outside the laboratory. Both samples had manual differentials performed where nrbc cells were present. No pts of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer.

Manufacturer narrative:
Controls are run at 8am and 2pm and recovered within assay ranges and controls were run before this incident. Per beckman coulter inc (bci) labeling, small nucleated red blood cell (nrbc) that are below the lower counting threshold will not be enumerated. Large nrbc > 35 fl may be counted as white blood cell (wbc). The presence of a majority or nrbc that are very small or very large may result in a false negative condition. If an nrbc% is reported as zero and there are any suspect messages or parameter codes, bci recommends a slide review per your laboratory protocol. The raw data analysis revealed in the two cases raised here, the diff has events in the debris region. But the front of the wbc histogram is relative clean and shows little sign of nrbc population. It appears this is a small nrbc cells case. Since in most cases, samples with unlyzed red cells would show this data pattern. That is the reason software algorithm did not fully detect the nrbcs for these specific samples. The field service engineer (fse) verified both the lh780 and lh500 instrument's operation. Based on the raw data analysis the root causes are - no nrbc flag issue: small nrbc cells case. Erroneous nrbc results issue: small nrbc cells case. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This medical device report (MDR) represents event 1 of 2 reported by this customer. This MDR is related to the following MDR: 1061932-2011-01588.